Manufacturer narrative:
Sensor 3mh004pqj74 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. Observed corrosion. The sensor was found to be in sensor state 6 (indicating early termination). The sensor was not de-cased as the corrosion was visible from the sensor exterior. Inspected the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. An extended investigation was also performed on the returned sensor and observed excessive contamination on the puck pcba(printed circuit board assembly). The unit data was extracted but linearity test couldn't be performed due to excessive contamination. Pqe cleaned the unit pcba and attempted to performed linearity test however linearity test was not able to be performed. The puck was so corroded that the battery holder couldn't be solder back on after removing to clean under the battery contact. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.